Event description:
Closure device sheath failed to release properly inhibiting the device from deploying resulting in a manual arterial hold. The device failed and did not adhere to the artery. There was no adverse effect on the patient. The device was removed and manual pressure was held. There was no bruising or hematoma. The patient was stable.